Manufacturer narrative:
It was reported that the part sensor is not responding during testing. No harm to any person has been reported. The failure was detected during maintenance. A getinge field service technician (fst) was sent for investigation. The failure could be replicated and the sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files were not requested and analyzed, as a not responding part sensor did not lead to a error message. It was confirmed by getinge technician that no mechanical damages is visible on the sensor panel. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering with the following conclusion: the failure could be confirmed. The most probable root cause is that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2022-05-24. The review of the non-conformities has been performed on 2024-08-29 for the period of 2022-05-24 to 2024-08-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "part sensor is not responding during testing" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the part sensor is not responding during testing. The failure was detected during maintenance. No harm to any person has been reported. As a pressure failure is a potential risk for a patient, a report is needed. Complaint ID: (B)(4).